Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed evidence of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the hot jaw was cracked. The heater wire displayed signs of heat and activation. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the eval results, the complaint was confirmed for "jaw boot cracked". (B)(4).

Event description:
The hospital reported that there was an issue with the hemopro device. The hospital was unable to provide any add'l info regarding the event; however, the device was returned to the factory for eval.